Event description:
It was reported that during an endoscopic retrograde cholangiopanreatography procedure (ercp), the stent was too long. The lesion was located in the common bile duct (cbd). The physician advanced the rx wallstent permalume 10mm x 80mm stent delivery system to the lesion but "felt that the stent was longer than 8cm and was too long for the cbd". The stent was removed undeployed from the patient. Another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable".